Event description:
Boston scientific received information that following implant of the implantable cardioverter defibrillator (ICD), a shorted lead indicator was noted after induction. The following day r-waves were small and could not capture. The ICD was successfully replaced, and model 0074 and 0015 leads were capped. At a later date, this ICD was returned to boston scientific for analysis. No adverse patient effects have been reported to date.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.